Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted. Additional information indicates that this lead had pulled back into the right atrium and the physician was concerned that the lead shape was compromised. This lv lead was explanted. No additional adverse patient effects were reported.